Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the lead was returned with a fully extended and stretched helix. It was also noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead experienced high pacing lead impedance, oversensing, and there was an apparent lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.